Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1. Brand name changed to unknown. D4: additional device information changed to unknown. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date changed to unknown. H6: adverse event problem. H10: additional narrative. According to investigation results, the implant was identified as unknown biomet implant. According to customer, the doctor does not know the exact reference of that implant. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products oss411, osseotite implant 4 x 11.5mm lot 2019080039. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported bone loss at tooth sites 32, 33. Implants were removed.